Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported bleeding and itching at the infusion site. As treatment the patient removed the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received fully deployed. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding or bruising for the user. Therefore, a root cause could not be determined for the reported bleeding/bruising event. Additionally, the cannula assembly was inspected and found a leak on the exposed portion of the soft cannula. Fluid was observed flowing out of a small external tear, diverting the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Although the damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.